Event description:
It was reported that prior to usage, the skeeter drill handpiece was broken. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device was completed and concluded that the skeeter drill wobbles. The nose cone is a little bit bent, therefore the inserted drill wobbles. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.